Manufacturer narrative:
As reported, the shaft of the 5x40mm 90cm saber balloon catheter (bc) had leakage. There were no reported patient injuries. The physician wanted to inflate the balloon, then noticed the leakage at the shaft. Liquid was observed inflation along the shaft (liquid dripped between the two lumen). The product was safely removed. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop, and removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used. Additional procedural details were requested but are unknown. One non-sterile saber 5mm4cm 90 unit was received coiled inside a plastic bag. The balloon was received no inflated and no anomalies or damages were found on the received device. Leak test was performed successfully; the balloon was inflated to sixteen (16) atmospheres (atm), which is over the nominal pressure, and no leak was found on the balloon nor on the body shaft as reported. A device history record (DHR) review of lot 17599229 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft leakage¿ was not confirmed through analysis since the device passed functional testing. The cause of the body/shaft leakage reported experienced by the customer could not be conclusively determined during the analysis. Based on the limited information available for review, concomitant device factors and handling factors may have contributed to the leakage experienced by the customer since the device had no leakage noted during analysis. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed¿. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the shaft of the saber balloon had leakage. There were no reported patient injuries. The physician wanted to inflate the balloon, then noticed the leakage at the shaft. Liquid was observed inflation along the shaft (liquid dripped between the two lumen). The product was safely removed. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop, and removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter did not kink while being used. Additional procedural details were requested but are unknown.